Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the station and was able to log in without any slowness. The tss logged in as carefusion admin, verified that the device network was set to 100 mbps half duplex, and confirmed no errors in the event viewer. The database and c drive space were checked and found to be normal. The tss recommended the user to shrink the database space and reboot the station. The system functioned as technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was running extremely slow. When pressing buttons on the screen, it often took 5-10 seconds to perform the task. The customer reset the pyxis when this occurred, but it only helped marginally and for a very short period. It took a long time to pull medications, and this impacted patient care. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.